Event description:
It was reported that during implant of the pulse generator, the physician had difficulty inserting a lead into the right ventricular header port of the device. The lead was able to be inserted and the device was successfully implanted.